Event description:
Type of procedure: laparoscopic left ovarian cystectomy, bilateral salpingectomy. Description of event: MDR report # mw5110068 received via email directly from the u.s. Food & drug administration. "Universal retrieval system would not deploy." Additional information received via email on 21jun2022 from [name], [facililty]. The device jammed and was non-functional. "It felt like something internal to the device broke." The bag and the prongs did not come out of the device shaft. There were multiple attempts made to deploy the device. There are no photos available of the device. The product is available for return. Patient status: patient was discharged home and is awaiting post-op visit. Type of intervention: a subsequent 'like' device was opened and utilized.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation. This report is a follow-up to medwatch report #mw511006.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the tissue bag remained inside the tube. Two portions of the cord were observed to be flattened. Based on the condition of the returned unit, it is possible that the reported event was caused by the actuator being retracted prior to full deployment. It is also possible that the jammed device was caused by the cord being jammed within the tube. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is a follow-up to medwatch report #5110068.

Event description:
Type of procedure: laparoscopic left ovarian cystectomy, bilateral salpingectomy description of event: MDR report # mw5110068 received via email directly from the u.s. Food & drug administration. "Universal retrieval system would not deploy.". Additional information received via email on 21jun2022 from [name], [facililty]. The device jammed and was non-functional. "It felt like something internal to the device broke." The bag and the prongs did not come out of the device shaft. There were multiple attempts made to deploy the device. There are no photos available of the device. The product is available for return. Patient status: patient was discharged home and is awaiting post-op visit. Type of intervention: a subsequent 'like' device was opened and utilized.